Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that there was no display on the monitors. After reviewing the log file fse confirmed that the flexvision pc was faulty and the grabber card of the flexvision pc unable to initialize. The fse replace the flex vision pc. After replacement the flex vision pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no display on any of the device's monitors. The device was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) spoke with the customer and had them reboot the device, but the flexvision computer (pc) did not boot up successfully. Philips has started an investigation of this complaint.